Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. The patient was coughing during the procedure and the capsule would not detach from the delivery system. The account was unsure if an endoscopy was performed prior to the procedure. No known adverse events were reported.